Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, and functional evaluation of the returned device were performed following bwi procedures. Visual analysis was performed, and reddish material was observed inside the pebax; evidence of separation between the pebax and the electrode was observed. The device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, error 105 ¿magnetic catheter sensor error¿ appeared on the carto 3 screen. The catheter was dissected, and it was found that the tip lost the sensor wire continuity, causing the magnetic issue. A manufacturing record evaluation was performed for the finished device and no internal action was found during the review. The visualization issue reported by the customer was confirmed. The potential cause of the open circuit could not be established. The potential cause of the separation between the pebax and the electrode cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation issue to prevent fluids to get inside into the device. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported visualization issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the separation in the pebax and electrode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. It was initially reported by the customer that after ablating for a while the stsf catheter started losing location, moving erratically on the carto 3 system screen, during rf delivery. Also, an error was present on the generator stating: "carto catheter issue." They rebooted the generator, reintroduced the catheter into the patient and re-zeroed, the issues returned on the next rf delivery. The catheter was exchanged and the issues resolved, case continued. There was no patient consequence. The customer's reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-jun-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.